Manufacturer narrative:
The cartridge instructions for use state: replace the cartridge every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (200-300 mg/dl) and the cause was not known. The infusion set site was changed 3 times; however, the bg level was not able to be decreased. Reportedly, the cartridge with novolog in it was used for approximately 7 days. Tandem technical support informed the customer that novolog was labeled for 72 hours with the cartridge. The customer acknowledged the information.